Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was charging. Reportedly, the pump was under normal room temperature conditions. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was 150 mg/dl. Customer declined troubleshooting and resumed insulin delivery. Customer continued to use the pump for insulin therapy and also had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.